Event description:
The customer reported that the devices etco2 is failing the flow rate test. No report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.